Event description:
It was reported that a small volume infusor stopped delivery of medication. This occurred during patient infusion. The bladder of the device did not deflate. The expected medication time was 46 hours. The device contained 40ml fluorouracil (5-fu) and 80ml diluent. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of november, 2024. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between january 24, 2024 ¿ january 26, 2024. H11: the device was received for evaluation with 98 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.